Event description:
It was reported that the pt was admitted to the emergency room. The pt had experienced hypotension with a systolic blood pressure of 55. The caller was questioning how to stop the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).